Manufacturer narrative:
Patient¿s weight was not provided for reporting. This report is for one (1) unknown lag screw. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Implant date is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Unknown, as specific part and lot numbers for lag screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery took place on (B)(6) 2017 for the nonunion of a trochanteric fixation nail advanced (tfna) implant. Patient complained of pain prior to revision surgery. The original implant date is unknown. The reporter states that all devices were removed intact, except for the nail. When the surgeon attached the extraction bolt on the head of the nail, the proximal end of the nail broke off from the distal end of the nail. The patient was revised to a total hip. Surgery was completed successfully, no patient harm reported. Patient outcome reported as stable. This report addresses the revision surgery due to non-union and pain with no product malfunction. The broken nail during the revision surgery has been reported under the linked complaint (B)(4). This report is for one (1) unknown lag screw this is report 2 of 3 for complaint (B)(4).